Manufacturer narrative:
Other applicable components are: product ID: 9680152, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. The reported issue was confirmed. The network connection was not stable. It was found that the network connector was damaged. It did not keep the network ethernet plug stable. The bulkhead network connector was replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were problems with ethernet connection. There was no patient involved.